Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
The customer reported a bulge in the pumping segment. Although requested, there was no further information received.

Event description:
The customer reported a bulge in the pumping segment when being primed. There was no patient involvement.

Manufacturer narrative:
Correction: file is no longer reportable as customer email noted the event occurred during priming.